Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past three months. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak during his treatment. The patient reported the cassette had cuts in them resulting in the fluid leaks. The set was not made available for evaluation. During follow up, the patient's pd nurse reported the patient was not prescribed any antibiotics. No other information has been provided.